Event description:
Used an icy hot patch -back size- for a sore/strained muscles -right side of lower back. First time using product. When removing the patch after approx 7 hrs of wear, I experienced a severe stabbing sensation -which turned out to be approx a 2"x2"' 2nd degree burn. Blisters were ruptured on removal of the patch. This burn was a painfully sensitive draining wound that required topical medication and dressing changes for 10 days. I discarded this product immediately. Also, I am now left with a scar. I do not have any skin sensitivity, nor am I a diabetic. I have used other such products in the past without this type of a adverse reaction. Please add my comments to your files for this product. As I do believe that there is a real problem which needs to be corrected!. Dose or amount back size, frequency 1 in an 8hr. Dates of use: 2008. Diagnosis or reason for use: muscle strain.